Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a damaged spine clamp. It is not yet known what exactly was damaged on the clamp, or how it was discovered. There was no patients present.